Manufacturer narrative:
The pod was returned with the cannula assembly fully deployed. Inspection of the formed needle found the tip to be squared off, indicating that the formed needle is dull. The dull formed needle caused the reported skin irritation at the infusion site. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported irritation at the infusion site (arm) as treatment, a new pod was applied.